Event description:
It was reported to boston scientific corporation, that a polyflex esophageal stent was to be used during an esophageal stenting procedure on a (B)(6) patient. According to the complainant, while loading the stent, the loading basket lost its shape. This caused the stent to fold within the loading catheter. The procedure was not completed as another device was not available. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).